Event description:
It was reported that the patient underwent a cardiac transplantation on (B)(6) 2024 due to ongoing driveline infection. The patient was elevated to status 2 on transplant list due to the recurrent and antibiotic resistant driveline exit site infection. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states: per the h&p (history and physical) note of latest admission on [date redacted], ¿history of nicm (non-ischemic cardiomyopathy) s/p (status post) hm3 implant 2+ years ago c/b (complicated by) recurrent driveline infections (3x), admission 9 months after implantation for left chest wall abscess s/p debridement/wound vac (cultures for c striatum and mssa [meticillin-sensitive staphylococcus]) s/p IV vanc x14-day (eot [date redacted]) followed by suppressive cefadroxil c/b delayed wound healing s/p debridement with operative findings of purulent fluid w/ growth of mssa currently on suppressive cefadoxil/cefpodoxime¿ who was admitted for increasing abdominal pain and abnormal imaging of drive line site. In discussing with patient, he feels that he may have had a mild tug of his driveline site that precipitated the current episode.¿ at the time of this admission, abdominal wall u/s (ultrasound) showed ¿increasing amount of hypoechoic fluid surrounding the driveline, with a new asymmetric hypoechoic collection located at 4 cm from the insertion site without hypervascularity or hyperemia.¿ note from dr. With infectious disease: ¿presents with signs and symptoms of a chronic infection. He has worsening drainage from the l chest wall (equivalent to a sinus track). Also has what is likely a sinus to the epigastric area. Driveline with some increase in drainage too. I think he has infection on all those areas, and they are likely connected by sinus tracks. Cultures with mssa and c. Straitum. Of note the corynebacterium isolate has been r: ciprofloxacin, doxycycline, pnc, tetracycline, tmp/smx in the past. Unfortunately, the corynebacterium isolate has developed progressive resistance and we now have limited antimicrobials to treat him with based on the susceptibility of the isolate and his ability to tolerate them. The natural course in this scenario is for the patient¿s bacterial isolate to develop progressive resistance to antimicrobials and ultimately succumb to the infection. Thus, I think this is a life-threatening infection and the only way to cure is removal of the device that would be achieved via transplantation. Without a transplant his mortality is 100%.¿

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported event of driveline infection. Furthermore, a specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", also provides information on caring for the driveline exit site as well as controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range. The patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.